Manufacturer narrative:
The reported event was confirmed for high impedance. Microscopic inspection identified a kink/fracture on the penta lead body with all internal wires broken and would cause the high impedance. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to their lead being fractured. X-ray confirmed the fracture. The fractured lead resulted in high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced.